Manufacturer narrative:
The reported incident is currently under investigation, awaiting additional information from the reporting site. An initial review of central monitoring device diagnostic logs did not reveal any evidence of a malfunction during the timeframe of the reported incident. A device evaluation was observed following the initial report and was reported to be functioning properly. Preliminary printouts of patient information received shows the central monitor recorded a ventricular fibrillation event at 12:02pm. It was reported by the user that the event occurred at 11:57am. Patient trend information was not provided for the period prior to 12:02pm. This information has been requested. The device currently remains in use.

Event description:
The user facility reported: a patient had an episode of v-tach, followed by v-fib. The event was captured at the patient bedside patient monitor, but not communicated to the central station monitor, even though alarms were reportedly turned on. The event was visually observed at the central station, by a nurse passing by. The patient was attended to with CPR and defibrillation. Patient was stabilized and no injuries or additional incidents of this type were reported.